Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The representative reported via e-mail that the customer experienced low blood glucose and received motor error alarm. The customer's blood glucose was 127 mg/dl at the time of call. The customer's blood glucose was 36 mg/dl at the time of incident. The customer stated that the blood glucose dropped 24 mg/dl. The customer mentioned that they received motor error alarm. The insulin pump will not be returned for analysis.